Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer's blood glucose at the time of incident it was 535 mg/dl, current blood glucose is 217 mg/dl. The customer's blood glucose was 101 mg/dl and on sunday night it went down to 31 mg/dl. The customer declined troubleshooting on insulin pump for low blood glucose. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege insulin pump was under delivering. The insulin pump will not be returned for analysis.